Event description:
The customer reported having high blood glucose of 341mg/dl for the past three days. The caller stated that he attempted to prime the insulin pump and insulin is not exiting nor he is receiving a no delivery alarm. The tubing clamp was not available and the customer requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.